Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. A ventilator inoperative code was found in the device download error log indicating a motor failure. The device's system printed circuit board assembly and central processing unit required replacement to address the issue. However, no repairs were completed because the device was not needed for inventory and was scrapped.